Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert and then shortly thereafter received a shock. The patient went to the hospital. It was found that the patient received the inappropriate shock due to noise on the right ventricular (rv) lead. The rv lead also exhibited high and undefined pacing impedances. A possible fracture was suspected due to twiddler¿s syndrome. It was noted that mechanical noise could be evoked with manipulating the device and/or lead at height of the pocket. The noise was isolated on the rv tip electrode. The rv lead was programmed off until the planned revision could take place. Additionally, it was reported that at the lead revision procedure the atrial lead had dislodged during the rv lead manipulation at moment of revision. The atrial lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.